Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified no damage. However; functional testing could not be performed as the device was returned with severed power cord and tubing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported that the device trigger did not work and did not have enough power in the spray. The event occurred during surgery but no harm reported. An alternate device was not used. Investigation showed the device was returned with severed power cord and tubing. No adverse event was reported as a result of this malfunction.